Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb), the heart lung machine (hlm) battery failed the battery test, only holding a charge for five minutes. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the end user was instructed to leave the system on overnight to charge the battery. The next day the light emitting diode (led) in the front of the unit was green and the system held a charge when disconnected and functioned as intended. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.